Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-59791.

Event description:
The customer reported via phone call that he did not change the infusion set or reservoir due to thinking it was a battery issue and because he received a weak battery alarm after the no delivery alarm. Customer's blood glucose was 214 mg/dl. Customer saw the no delivery alarm this morning and changed the battery. Customer stated that there is now nothing on the screen. No troubleshooting is needed because the customer has not changed the set or reservoir since receiving the no delivery alarm.